Event description:
Unable to get out of bed [mobility decreased], herniated disc [intervertebral disc protrusion], blood clots [thrombosis], septic arthritis [arthritis bacterial], has fallen a few times [fall], pain in both legs [pain in extremity], using walker and is "wobbly" [gait disturbance], pain in knees and left hip [arthralgia], stomach issues [abdominal symptom], fibromyalgia [fibromyalgia]. Case description: spontaneous report was received on (B)(6) 2012 from a (B)(6) female pt, initial (B)(6), with osteoarthritis. The pt's medical history was not provided. On unspecified dates, in (B)(6) 2010, the pt initiated treatment with synvisc (hylan g-f 20) at a dose of 2 ml, weekly and synvisc one injection at a dose of 6 ml, once, in the right knee. The lot numbers of synvisc and synvisc one were not provided. On unspecified dates, the pt experienced pain in both legs, knees and left hip. The pt was unable to get out of bed and was admitted to hospital from (B)(6) 2010 and was then discharged in (B)(6) 2010. At the beginning of (B)(6) 2010, the pt was admitted again to emergency room and her x-ray showed herniated disc at the third and fourth lumbar vertebrae. Two weeks, later the pt was readmitted to the different hosp ((B)(6) 2010) and was diagnosed with septic arthritis, was put on antibiotics and on heparin for blood clots and stayed at the hosp for two weeks. It was reported that the pt was sent to a rehab facility (which was actually for alzheimer's pts) and stayed there for 18 days. She was using a walker but was trying not to use it. Also, the pt had fallen a few times and was wobbly. The pt received clinotron for pain in her legs. On an unspecified date, the pt developed stomach issues and fibromyalgia, for which the pt received sevilla. On an unspecified date, the pt recovered from the events of septic arthritis and "unable to get out of bed" and the pt was able to walk without walker. The outcome for the event of pain in both legs, pain in knees and left hip was not yet recovered. The outcome for the events of using walker and is "wobbly" herniated disc, fibromyalgia, stomach issues and blood clots was not provided. Relevant concomitant medications reported include mobic (meloxicam). The intensity for the events of unable to get out of bed, using a walker and is "wobbly", herniated disc, blood clots, septic arthritis, has fallen a few times, pain in both legs, stomach issues, fibromyalgia and pain in knees and left hip was not provided. A qa (quality assurance) investigation summary was received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship is not affected by this report. Eval summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.